Event description:
Same case as MDR ID 2132134265-2015-00444. It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery (lad) and first diagonal artery. A 3.00x24mm promus premier¿ stent was advanced and deployed in the lad and another 3.00x24mm promus premier¿ stent was implanted in the first diagonal artery. However it was noted that there was a distal dissection after deployment of the two stents. Another two promus premier¿ stents were implanted to treat the dissection and the procedure was completed. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Describe event or problem, init reporter sent to FDA and complaint source(s) updated. Ae or product problem: corrected from adverse event to reported issue is both an adverse event and product problem. (B)(4).

Event description:
It was further reported via user facility medwatch mw5040322 that after deployment of the 3.00x24mm promus premier stent in the left mid first diagonal artery, it was noted that the end of the stent had longitudinal deformity which caused the vessel dissection.